Event description:
Olympus medical systems corp. (Omsc) received a literature titled "unilateral versus bilateral y-type stent-in-stent metal stent insertions in inoperable malignant hilar biliary strictures: a multicenter retrospective study." This multicenter retrospective was to compare the clinical outcomes and complications of unilateral and bilateral (stent-in-stent method) stent placements for these patients. A total of 236 subjects were included. The technical success rate was 98.8% in the unilateral group and 82.5% in the bilateral group. However, the clinical success rate of bilateral group was superior to that of unilateral group. There were no differences in the composition of early and late complications between the two stent groups, either. The multivariate analysis showed a higher risk of death in the cases of compression by lymph nodes and higher crp and lower risk in those with bilateral sems insertions . In conclusion, y-type stent-in-stent bilateral semss are technically difficult but demonstrated more favorable overall survival for palliative bile drainage of inoperable mhbs patients compared to unilateral insertions. Type of adverse events/number of patients pancreatitis (28), cholangitis (8), cholecystitis (1), bleeding (3), perforation (1), hemobilia (2), abscess (4), death(104). This literature requires 2 reports. The related patient identifiers are as follows: (B)(6) - death, (B)(6) - adverse events. This report is for (B)(6).

Manufacturer narrative:
This device has not been returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. In addition, the malfunction of the device has not been reported, and from clinical/medical evaluation and risk assessment, it is possible that the reported event is an accident, or a complication associated with a procedure using the subject device. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus further received information that there was no olympus device malfunction during the procedure described in the literature. Additionally, the olympus device did not cause or contribute to any of the patient adverse events including deaths described in the literature.

Manufacturer narrative:
This report is being supplemented to provide additional information from the author/customer.